Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called technical services and stated during the treatment end process he removed the cassette from the liberty cycler and fluid had leaked out and into the cassette compartment. During follow-up with the patient he stated he was able to continue the treatment with replacement cycler without further issue. The patient confirmed his effluent had remained clear. No patient adverse events were experienced and no medical intervention was required as a result of this incident. The set was discarded.